Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a sigmoid colectomy procedure, the device lost power during firing, making the staple line incomplete, jaws locked onto the tissue. In order to resolve the issue, it was opened using the manual retractor tool. No patient injury.